Event description:
It was reported that the patient presented in-clinic with several episodes of noise on stored egms. High threshold and impedance was noted. The lead remains implanted.

Manufacturer narrative:
The lead was returned in two pieces. The lead was crushed at 7.4cm to 8.1cm from the distal tip. The etfe coating on one rv cable was abraded at the same location. The lead was also crushed at 25.8cm to 27.0cm from the distal tip and the ptfe liner was broken. External insulation abrasion was found at 10.2cm to 10.9cm from the distal tip, consistent with friction to another device. An internal insulation abrasion was found at 8.2cm to 8.9cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was explanted.